Manufacturer narrative:
The insulin pump was monitored for several days and no blank display noted. Unit received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected restart alarm anomalies noted. No unexpected audio/vibrate anomalies noted. No unexpected low reservoir alarm anomalies noted. No damage on the lcd isolation tape noted. Pump received with minor scratched lcd window, cracked case at the reservoir tube window corners and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin had a blank display and a constant tone. They tried changing the battery but nothing happened. The customer¿s blood glucose level was unknown. Troubleshooting was performed but the display did not return and there was still a constant tone. The customer inserted another new battery. The display returned for a minute but then turned off. An unexpected restart alarm appeared. When they press the act button, nothing happened. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.